Event description:
It was reported to philips that the device keeps shutting down. There was no patient involvement.

Event description:
It was reported to philips that the device keeps shutting down the bench technician evaluated the device and found the device shutting down. The device needs a power pca. It was determined that this was a malfunction of the power pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.